Event description:
Perfusionist reported that they were unable to adjust rpm or turn on bubble sensor of the centrifugal pump, when using the touch screen. The issue spontaneously resolved itself on the first occurrence. We deem inability to control the pump a reportable occurrence. Perfusionist subsequently reported that the bubble alarm would not sound when tested under expected alarm conditions. We deem failure to detect gross emboli a reportable occurence.

Manufacturer narrative:
Physical testing of the returned sap cable found no damage and functioned as intended. The logs were reviewed and found a communication issue between the centrifugal pump and the system. It was determined that the fault was most likely to be a loose connection between the pump and the frame, via the sap cable, due to improper seating of the cable at the time of the event.